Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The contact reported that the cartridge and infusion set had been in use for three days. Tandem technical support could not perform a system check as the customer and pump were not available at the time of the call.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.